Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the lot # and model # of the contour next test strips associated with the event, therefore, the information were not captured in section d4.

Event description:
The customer reported that he performed a blood glucose test with the contour next meter and obtained a reading of 29 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation.